Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 27 (encoder fault (> 3000 rpm)) message that could not be cleared. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Investigation results as follows: visual inspection was performed and found the following damages: one damaged head restraint bracket and a damaged encoder cover. From the condition of the returned platform, the damages appear to have been due to wear and tear. Upon functional testing, the reported user advisory (ua) 27 (encoder fault, > 3000 rpm) message was observed. No further functional testing could be performed due to the constant ua 27. Further inspection identified the cause of the ua 27 faults to be an integrated encoder gearbox that was not functioning properly. A review of the archive was performed and no issues were noted on the reported event date of (B)(4) 2014. However, multiple ua 27 faults were observed on (B)(4) 2014. Based on the investigation, the parts identified for replacement were the head restraint bracket, encoder cover, and integrated encoder gearbox. In summary, the reported complaint was confirmed upon functional testing as well as during archive review. The ua 27 faults were found to be due to an integrated encoder gearbox that was not functioning properly.